Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the machine had been randomly turning off. A technical support specialist (tss) informed the customer that the medstation may have been intentionally shut down. The customer was also informed that the case would remain open for an additional 48 hours for continued monitoring. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, machine randomly turned off. User attempted to use the pyxis machine in palliative care and found that the screen was completely black and unresponsive. The tower lights remained on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.